Manufacturer narrative:
A ge service representative performed an onsite investigating. The sram and eeprom memory was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot to a usable state. No pt or user injury was reported.